Event description:
It was reported that a patient presented in-clinic for an elective replacement procedure. During the procedure, after opening the device pocket, an insulation break was found visually on the right atrial(ra) lead. No electrical issues were noted prior to the procedure or during the procedure. The ra lead was capped and the procedure was completed. The patient was stable throughout.